Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error when changing the infusion set. The blood glucose reading was 443 mg/dl. The customer planned to treat with manual injections. The insulin pump had not been exposed to a strong magnetic field. The rewind sequence could not be completed. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump had a motor error alarm during the rewind due to a broken motor flex tail. The functional testing could not be completed due to the broken off end cap.